Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced in filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a left posterior tibial interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another proglide was used with the same result. A syvek patch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.